Event description:
The following has been reported: no patient injuries were reported because of the pump error. The error appears on start up so they couldn't use the pumps. And the history logs are only showing the events of when the pump is turned on. A preliminary review of the logs was not able to be performed. The device was returned for evaluation. The device started with double red pump alarm. Log files indicate pneumatic valve actuation failure (valve 1). Performed recharge test, unit failed. Installed engineering test pneumatic assembly and performed recharge test, unit passed. The air compressor is not functioning properly (cause for valve 1 actuation failure). The air compressor will be removed and replaced during repair process. No other damage found. Reporting as a conservative measure for the air compressor issue identified during investigation. No adverse effects were reported.